Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was sparking at the bulb assembly.

Event description:
It was reported that there was sparking at the bulb assembly.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker malaysia; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see communication log), and indicates: "suspected the bulb was not in good a condition. There is a melting negative cable connected to the bulb negative terminal. Troubleshooting was performed by: replaced with the known good xenon bulb replaced with the known good negative cable. The x8000 light source is working in good condition." The reported event involving this failure and device could have been caused by: - "bulb assembly - ballast - control board - ac inlet board - reed switch - thermal switch - ballast connector - beam sensor - fuses - front panel membrane switch - esst components - motor assembly - sidne input - light post - inadequate airflow - improper assembly - inadequate calibration - em interference - use errors". In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The reported failure mode will be monitored for future reoccurrence.